Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a lead revision was performed due to low sensing. The patient was experiencing inappropriate mode switching due to myopotential oversensing. Programming changes were made, and this caused the patient to under sense af. It was later noted that the old ra lead was functioning as intended, and had alerts for ra noise reversion, but no attached egms. On (B)(6) 2021, the lead was capped and replaced. The patient tolerated the procedure without any issue, and the same generator was placed back in the pocket. The patient was discharged from the hospital the same day in a stable condition. The physician did not see any noise on the lead, and impedances/thresholds were within normal limits. Related manufacturer reference number: 2017865-2021-10998.